Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous ligament vault suspension procedure performed on (B)(6) 2022. During procedure, the dart got stuck in the capio groove and detached from the suture. There were no patient complications as a result of this event.